Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support due to having cardiomyopathy. While on support, there was high purge pressure and purge system blocked alarms. Tissue plasminogen activator (tpa) was started and the alarms resolved. Tpa had to be discontinued. There were suction issues later while on support. Two units of packed red blood cells and albumin was given to the patient.

Manufacturer narrative:
The investigation into the high purge pressure and the low pump flow issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the high purge pressure issue and the low pump flow was gradual biomaterial buildup due to no heparin in the purge.